Event description:
The patient reported experiencing persistent hyperglycemia after more than 48 hours of pod wear on the abdomen. The patient reported that blood glucose levels displayed as ¿high¿ on the omnipod system, indicating levels above 400 mg/dl. No specific blood glucose values were provided. The patient reported replacing the pod three times during the extended hyperglycemic episode and observed that one pod appeared to have a tear at the base, suggesting potential cannula damage. The patient further reported that the tear may have resulted in insulin leakage and observed the presence of bubbles within the cannula. The patient replaced the pod; however, hyperglycemia persisted over several days and ultimately resulted in hospitalization on (B)(6) 2026, where the patient was diagnosed with hyperglycemia and an autoimmune condition. The hospitalization event and all related details were documented and reported under internal insulet reference: (B)(6), report reference # 3014585508-2026-20448-00. This report documents the reported cannula tear associated with insulin leakage and elevated blood glucose levels and is also being reported as a medical event, as the malfunction may have contributed to the subsequent hospitalization.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported cannula tear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.